Event description:
Alleged the hydraulic cylinders will lower but the head cylinders will not when the trend pedal is depressed.

Manufacturer narrative:
The technician found the head cylinder could not be lowered and the trendelenburg was not working. The technician discovered the trend offset plunger was loose and not activating the release valve. The technician adjusted the plunger to repair the stretcher